Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on 11/20/2014 at 6am for a high blood glucose level of 564 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with correcting the date and time on the insulin pump along with trouble shooting the issue with the insulin pump. The customer found that the cannula was bent. The customer was assisted with trouble shooting but did not have a tubing clamp. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had receive the tubing clamp. No add'l info was provided.